Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 289 mg/dl and 98 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that two weeks later, she obtained the reading of 200 mg/dl within 10 minutes of a result of 90 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the vial of strips, therefore they will not be returned for evaluation.